Manufacturer narrative:
Date of event estimated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of angina and occlusion are listed as foreseeable events. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed on (B)(6) 2000 to treat a target lesion in an unspecified vessel. A 3.5 x 23 mm multilink tetra stent was implanted. On an unspecified date, approximately 1 year later, the patient underwent a second procedure, with implant of a second multilink tetra stent in an unspecified vessel. On an unspecified date, the patient began to experience chest pain and was told that both stents had become occluded. The patient has refused any additional intervention, but has been administered nitroglycerin as treatment. The patient is currently being seen by his physician. No additional information has been provided.